Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve discomfort from the left ventricular (lv) lead post-implant. At the post-wound check that patient stated there was chest "jumping" and the lv lead was reprogrammed. The phrenic nerve stimulation was alleviated but then the following day, they were bothered again by discomfort. The pacing vector was reprogrammed and the lv lead remains in use. The patient is a participant in the ECG (electrocardiography) belt research system clinical study. No further patient complications have been reported as a result of this event.